Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. Customer was admitted to two different hospital. The cause of the emergency visit as per healthcare provider was diabetic ketoacidosis. The customer was released from her hospital (B)(6) 2015 and then released from the second hospital on (B)(6) 2015. After the troubleshooting was done, customer was advised will be sending a tubing clamp to the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.